Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01762, 3005168196-2019-01763, 3005168196-2019-01764.

Event description:
The patient was undergoing a coil embolization procedure in the transjugular intrahepatic portosystemic shunt (tips) varix using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance the ruby coil through a lantern, the ruby coil became stuck and would not advance inside of the microcatheter and, therefore, both the ruby coil and lantern were removed. The physician then placed a new lantern and attempted to advance a new ruby coil, however, the same issue occurred, and the ruby coil became stuck inside of the lantern and, therefore, both the lantern and ruby coil were removed. The procedure was completed using other coils and a new microcatheter. There was no report of an adverse effect to the patient.